Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found that the right ventricular lead exhibited noise that caused inhibited pacing and noise reversion episodes. The noise was reproduced in clinic, causing inhibited pacing. The device was reprogrammed. The patient was stable and was not reported to be symptomatic.